Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-08606 and 2134265-2017-08739. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motordrive unit 5 (mdu5) plus failed to perform automatic pullback when pullback was initiated. It was also noted that the mdu5 plus motor was not spinning. No patient complications were reported.